Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. The system shut down to safety mode, so there was no emissions of x-rays, and no accidental radiation occurence.

Event description:
The customer reported, the system overheated and went into safety mode, the fluoro pedal was jammed, and the system displayed an error code. No patient injury was reported.